Event description:
The manufacturer received information alleging a continuous positive airway pressure (CPAP) device's sound abatement foam became degraded and caused a patient to develop lung nodules. There is no report of the medical intervention that the patient has received at this time. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging lung nodules, crus in the corner of eye, dehydrated, sores in her nose, difficulty in breathing and short of breath, particals in tubing and chamber related to a CPAP device's sound abatement foam. There was no report of patient harm or injury.  In initial reports section b5 mentioned incomplete, correct b5 should be - the patient alleged lung nodules, crus in the corner of eye, dehydrated, sores in her nose, difficulty in breathing and short of breath, particals in tubing and chamber. There was no report of patient harm or injury. Repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting an updated report at this time. If pertinent information becomes available to the manufacturer at a later date, a follow-up report will be filed. Section h6 updated and corrected clinical codes in this report.